Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on historical data, possible causes include material problems due deterioration, mechanical problems such stress, deformation, wear, corrosion, electrical problems like open circuits, short circuits, signal loss, component problems and other problems such influence of peripheral equipment. These can be caused by no design or manufacturing problems and can occur between components such as boards, power supplies, power cords, fuses, connectors, power switches, etc. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the monitor suddenly turned off. The issue was found during an unspecified procedure. There were no reports of patient harm.